Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: tip of reamer broke off in patient during use. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.